Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. Since an x-ray was provided, the opinion of the medical expert was sought and stated as follows: the indication for the revision is loosening and migration of the glenoid component. All implant components on the glenoid and on the humeral side are intact. The humeral implant is cemented and seems well-fixed. There is loss of bone on the glenoid side, most likely due to bone resorption. I cannot rule out an infection now, but it should be on the top of the list if we think about contributing factors to this event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision surgery was performed involving tornier flex stem and perform reverse glenoid implants. The patient had previously undergone a revision surgery by other surgeons due to an infection, which was later resolved. In the current procedure, the surgeon proceeded with revision of the implants.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision surgery was performed involving tornier flex stem and perform reverse glenoid implants. The patient had previously undergone a revision surgery by other surgeons due to an infection, which was later resolved. In the current procedure, the surgeon proceeded with revision of the implants.